Event description:
Patient d samko sr. Received implant (rflt rapid ra3511c reflect rapid fixture ø3.5mm x 11.5 l) on (B)(6) 2021 and experienced a failure to integrate which lead to the implant being removed on (B)(6) 2022. X-rays were provided by the dentis.. An implant replacement was sent to koussa dental on (B)(6) 2022.